Event description:
Additional information reported there had been ¿no allergy reaction from the old ins¿ and that ¿the allergy started after replacement.¿ upon becoming aware of the allergy and granulation, the patient¿s physician ¿explanted the device and immediately started medication to reduce the allergy.¿ the patient¿s ¿allergy was stopped¿ as of the date of follow-up. It was stated the ¿patient had no allergy¿ at that time.

Event description:
It was reported the patient experienced an ¿allergic reaction and granulation¿ a few months after the implant of their implantable neurostimulator (ins). It was noted the ins was explanted due to the allergic reaction and that ¿there was no infection.¿ it was further noted the explanted ins was a replacement ins and that there were no reported issues with the previous ins. There was ¿no¿ patient harm, injury, or death as a result of the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.